Event description:
This rv lead was implanted on (B)(6) 2007 and remains implanted at the time. A call was placed to technical services on (B)(6) 2016 stating that this lead had large deflection. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).